Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent

Event description:
It was reported that during an unknown procedure, at the third clip the device stopped to work as intended. The clips detached from the device. The procedure was completed by using a competitor's endoloop. Procedure was prolonged for less than 30 minutes. There were no adverse consequences for the patient.